Manufacturer narrative:
(B)(4). The device was returned to baxter & evaluated. The reported system error 105 was reproduced during eval, caused by a failed motor. Further eval found a severed motor mount screw wedged between the cam shaft & valve insert. The motor assembly & screws were replaced.

Event description:
It was reported that a spectrum pump has a system error 105. It was also reported there was no pt injury.